Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance and threshold measurements. A chest x ray was performed where it was determined the lead had dislodged. A lead revision procedure was performed. The lead was successfully repositioned and remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.